Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was 246 mg/dl. Customer was driving and look down and insulin pump showed it needed to rewound. Customer removed the battery and then nothing cleared it. Troubleshooting was provided for the hardware low level failure alarm. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed self test and the test was not passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.